Event description:
The customer reported being hospitalized due to low blood glucose. The customer thinks she over infused insulin. However, the customer was diagnosed with hyperglycemia, and they brought her glucose up to 326 mg/dl. The customer stated that her sensor was off and was showing 55 mg/dl when she was at 16 mg/dl. While troubleshooting the line was disconnected. Attempted to call back without any results. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.